Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and customer was thinking the insulin pump was not delivering the insulin. The customer¿s blood glucose level was 400 mg/dl at time of incident and current blood glucose level was 413 mg/dl and treated with boluses for high blood glucose level. The customer assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not used auto mode at high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer mentioned two bent cannulas and one bent needle. The device will not be returned for analysis.